Event description:
The customer reported that during a continuous mononuclear cell collection (cmnc) procedure they observed stuck bubbles in the cassette in the chamber and the return line. The physician at customer site determined disconnection of the patient with no rinseback from the device because of visualizing the air. There was no clotting and the leurs were tight. The patient is in good general health and there was no report of injury or medical intervention for this event. Due to EU personal data protection laws, the patient identifier is not available from the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file and aim images suggest that air was may have been introduced through into the disposable set which led to the centrifuge pressure alarm and the operator ending the procedure earlier than expected. Analysis showed that there was only one inlet pressure was too high alarm generated during the run and that the procedure was uneventful. There was one centrifuge pressure exceeded limit alarm was generated. This alarm occurs if the centrifuge pressure is detected as greater than 1350mmhg. This alarm stops the centrifuge to prevent damage and or potential leaks in the centrifuge. This alarm most commonly occurs if air enters the centrifuge which can happen if the channel was not loaded correctly or more likely in this case, if the inlet access was not secure or disconnected during the procedure. The operator stopped the procedure due to seeing air in the return line. A used spectra optia disposable set containing blood throughout was received for investigation. The set was found to be assembled correctly with no kinks, leaks or missing parts. Air bubbles were noted throughout the set, including the inlet and return lines. There was no witness mark on the lower hex to confirm optimal loading. Clumping and/or clotting were not observed in the set. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause could not be determined but it is likely due to one or a combination of the possible causes listed below: the channel was not loaded correctly the inlet access was not secure or disconnected during the procedure. A disposables defect, clot or debris that caused an occlusion in the set.

Event description:
The customer reported that during a continuous mononuclear cell collection (cmnc) procedure they observed stuck bubbles in the cassette in the chamber and the return line. The physician at customer site determined disconnection of the patient with no rinseback from the device because of visualizing the air. There was no clotting and the leurs were tight. The patient is in good general health and there was no report of injury or medical intervention for this event. Terumo bct is awaiting return of the disposable set for evaluation.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file and aim images suggest that air was may have been introduced through into the disposable set which led to the centrifuge pressure alarm and the operator ending the procedure earlier than expected. Analysis showed that there was only one inlet pressure was too high alarm generated during the run and that the procedure was uneventful. There was one centrifuge pressure exceeded limit alarm was generated. This alarm occurs if the centrifuge pressure is detected as greater than 1350mmhg. This alarm stops the centrifuge to prevent damage and/or potential leaks in the centrifuge. This alarm most commonly occurs if air enters the centrifuge which can happen if the channel was not loaded correctly or more likely in this case, if the inlet access was not secure or disconnected during the procedure. The operator stopped the procedure due to seeing air in the return line. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a continuous mononuclear cell collection (cmnc) procedure they observed stuck bubbles in the cassette in the chamber and the return line. The physician at customer site determined disconnection of the patient with no rinseback from the device because of visualizing the air. There was no clotting and the leurs were tight. The patient is in good general health and there was no report of injury or medical intervention for this event.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. Review of the run data file and aim images suggest that air was may have been introduced through into the disposable set which led to the centrifuge pressure alarm and the operator ending the procedure earlier than expected. Analysis showed that there was only one ¿inlet pressure was too high¿ alarm generated during the run and that the procedure was uneventful. There was one ¿centrifuge pressure exceeded limit¿ alarm was generated. This alarm occurs if the centrifuge pressure is detected as greater than 1350mmhg. This alarm stops the centrifuge to prevent damage and/or potential leaks in the centrifuge. This alarm most commonly occurs if air enters the centrifuge which can happen if the channel was not loaded correctly or more likely in this case, if the inlet access was not secure or disconnected during the procedure. The operator stopped the procedure due to seeing air in the return line. A used spectra optia disposable set containing blood throughout was received for investigation. The set was found to be assembled correctly with no kinks, leaks or missing parts. Air bubbles were noted throughout the set, including the inlet and return lines. There was no witness mark on the lower hex to confirm optimal loading. Clumping and/or clotting were not observed in the set. A disposable complaint history search was performed for this lot and found no reports for similar issues on this lot. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.